Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-may-2022 to 06- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was failed due to the faulty board. The field service engineer replaced the board in fridge to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator pocket would not unlock and causing other pockets in this fridge to fail when accessed. The customer stated that the required insulin was removed from pharmacy for a diabetic patient. Customer added that there was a 10 minutes delay and there was no harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was failed due to the faulty board. The field service engineer replaced the board in fridge to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator pocket would not unlock and causing other pockets in this fridge to fail when accessed. The customer stated that the required insulin was removed from pharmacy for a diabetic patient. Customer added that there was a 10 minutes delay and there was no harm to the patient. There were no adverse events or injuries reported based on this event.